Event description:
Boston scientific crm received information that this left ventricular (lv) lead presented with a pacing threshold above 7.5 volts. It was confirmed that this lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The associated device was reprogrammed right ventricular stimulation only. At this time, this lead is still implanted. No additional information is available. If any additional information does become available, this report will be updated.